Event description:
At end of the case, the surgeon noted that there was a slight backflow of blood and cardioplegia in one of the multi port perfusion cannula used during bypass surgery. There was a slight leakage noted to the base of the cannula where the rn noted a small crack/hairline type fracture to the tubing. There was no adverse outcome or effect to the patient. The patient was successfully weaned from bypass and transferred to the cvcu for recovery. The facility considers this event to be an out-of-box failure. There was no mention of any manipulating, cutting, or puncturing the device which could have explained the crack in the tubing. It is believed that this crack was present upon use, but not identified until close to the end of the surgical case when oozing of blood was noted.